Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that sporadically when applied the clips are not clipping straight, they are scissoring. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch # x7044l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, no anomalies were found. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.